Event description:
This procedure was performed on the right sfa via the left femoral artery on (B)(6), 2008. During a recent angiogram on (B)(6) 2010, the physician noted that the stent was fractured. No interventions were performed at the follow-up procedure.